Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn g.4. There were multiple PMA/510k numbers: k111860, k120138, k130470 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, an unspecified number of cryptosporidium false positive patient results on bd max¿ enteric parasite panel with unusual pcr curves were obtained. Cryptosporidium positive samples were sent to a reference laboratory and were negative. Cryptosporidium positive samples were also retested on the techlab giardia/crypto quik chek and were negative. There was no report of patient impact.